Manufacturer narrative:
A partial lead with the connector pin measuring 22.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not receive appropriate therapy for vf. Upon review of the device, there were 21 recent episodes, including: 1 non-sustained vf, 9 svt, 1 vt, and 10 vf (5 with aborted therapy and 5 with delivered therapy). Non-sustained rv oversensing episodes were also noted, along with low r-wave amplitudes. Suspected undersensing of vt/vf signals on the near-field channel, which led to false sinus detection, was most likely the reason that therapy was aborted. Programming changes and lead re-positioning were suggested. However, it was later reported that the patient expired.